Event description:
It was initially reported to boston scientific corporation on (B)(6) 2008, that during an endoscopic retrograde cholangiopancreatography procedure the hydratome rx sphincterotome was not oriented properly. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on investigation results; smashed tip.

Manufacturer narrative:
Other (bad orientation). From a visual evaluation, it was found that the working length was twisted and the tip was smashed. By inserting the device into the scope, it was found that the initial tip orientation was within the product specification. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification. The tip orientation could be adjusted left or right by rotating the handle. Examining the distal tip, it appears that the distal tip might have come into contact with some part of the scope (elevator), causing the tip to be smashed, while the device was being advanced in the scope. The root cause for the reported complaint could not be determined. A device history record review of lot number 12353770 was performed and revealed no related issues to the reported complaint. A lot history search was performed and found no other complaints against lot number 12353770. (B)(4).